Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the white sutures have broken at the junction of the wires (japanese knots). Per complaint reporter there was no harm for patient, operator or third party. No further information received.